Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call several issues with the insulin pump. Customer's blood glucose level was 9.4 mmol/l. Customer advised issues with priming, programming the insulin pump, low battery alarm and power error alarm. Customer advised the device will alert low battery alarm and then the powers system error will alert that the battery is dead. Troubleshooting for the power error alarm was performed. Customer was advised that the internal power source in the device is unable to charge and the backup battery has failed. Customer was advised to monitor the insulin pump and call back if the issue reoccurs in the next 4 hours. Customer was advised to wait for the notification light to stop flashing, replace the battery, clear the power system alarm, update the time and date, complete the reservoir change and finally complete the tubing process. Customer was advised these steps should resolve the issue. Customer declined to troubleshoot for the low battery alarm.